Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer stated that the catheter leaked. It was pulled and replaced with a new catheter. The pt has peritonitis and getting better now. There was no pt involved without injury.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.